Event description:
Reportedly, the pacing system was implanted on (B)(6) 2013. On (B)(6) 2019, it was explanted since pocket infection was observed. The patient was kept under medical supervision and, on (B)(6) 2019, no fever or signs of infection in blood tests were observed.

Manufacturer narrative:
Preliminary analysis results showed that the subject pacemaker was sterilized and released according to all applicable standard operating procedures.

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2013. On (B)(6) 2019, it was explanted since pocket infection was observed. The patient was kept under medical supervision and, on (B)(6) 2019, no fever or signs of infection in blood tests were observed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the pacing system was implanted on (B)(6)2013 . On(B)(6)2019 , it was explanted since pocket infection was observed. The patient was kept under medical supervision and, on (B)(6)2019 , no fever or signs of infection in blood tests were observed.